Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, during introduction of the proglide device into the anatomy, slight resistance was met; there was insufficient blood flow in marker lumen. It was decided to remove the device. Guide separation was noticed, held together by the actuator wire. A scalpel was used to cut the subcutaneous tissue to remove the device. Hemostasis was achieved with manual suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The marker lumen blockage was not confirmed due to the condition of the returned device. Difficult to insert and entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of tissue damage is a potential adverse event. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information provided: the proglide marker lumen was successfully flushed prior to insertion in the anatomy. No additional information was provided.